Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge/infusion set tubing luer lock became disconnected; cause was not known. Infusion set was changed. Insulin delivery was resumed. There was no reported impact to blood glucose.